Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced a ventricular tachycardia (vt) storm in which the device provided therapy successfully. Post therapy, there was some pacing provided at the same time as the patients intrinsic rhythm in which is was questioned whether this caused another arrhythmia. Boston scientific technical services discussed possible programming options to try to minimize competitive pacing. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.